Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. Date of event is an approximation. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. D10 concomitant medical product correction.